Event description:
It was reported that a tip of the device got detached. During the procedure, the 70% stenosed target lesion located in the severely tortuous and severely calcified right coronary artery (rca). The physician used a 6f mach1 guide catheter and noticed that it got twisted and the tip fell off from the device. The procedure was completed with another of the same device. No patient complications reported. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Returned product consisted of a mach 1 guide catheter with no original packaging. Magnified and visual inspection confirmed that the distal tip was attached and there was no damage. The hub of the guide catheter was detached/separated from the shaft. The shaft was twisted 7.5cm ¿ 8.5cm from the proximal end of the shaft. There were multiple shaft kinks through the shaft of the catheter. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The outer diameter (od) of the catheter shaft was measured meeting specifications. There was no evidence of any material or manufacturing deficiencies contributing to the hub detachment, shaft damage or the reported tip detachment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a tip of the device got detached. During the procedure, the 70% stenosed target lesion located in the severely tortuous and severely calcified right coronary artery (rca). The physician used a 6f mach1 guide catheter and noticed that it got twisted and the tip fell off from the device. The procedure was completed with another of the same device. No patient complications reported. The patient's condition is stable.

Manufacturer narrative:
(B)(4).